Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer, (B)(6), reported via the sales rep, (B)(4), that sterile services had swabbed the orange o-ring from one of the exeter v40 femoral trial heads and it had tested positive for bacteria. The customer reported that the heads have been re-processed through an automated washer over 600 times. The customer reported that the orange o-ring that was swabbed had broken apart and had black residue on it. No adverse consequences were reported.

Event description:
The customer, (B)(6) reported via the sales rep, (B)(6), that sterile services had swabbed the orange o-ring from one of the exeter v40 femoral trial heads and it had tested positive for bacteria. The customer reported that the heads have been re-processed through an automated washer over 600 times. The customer reported that the orange o-ring that was swabbed had broken apart and had black residue on it. No adverse consequences were reported.

Manufacturer narrative:
The event regrading cleaning was confirmed but the reported presence of bacteria was not confirmed as no device were available. A visual inspection from the provided photographs of the reported devices indicates visible crimps; o-ring is slightly deformed, possibly due to cleaning and/or sterilization during used. Device history review and complaint history review: not performed as the device was not identified properly. The exact cause of the event could not be determined because no devices were available for analysis.